Manufacturer narrative:
Product code: gdj. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod gripper broke during surgery while manipulating a rod. An alternative rod gripper was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
(B)(4). The returned rod gripper was evaluated. The screw that connects the tips of the rod gripper has fractured down the middle, leading to the loosening and loss of connectivity. A review of the manufacturing records did not show any issues that would have contributed to this event.